Manufacturer narrative:
The hillrom technician found the sidecomm board needed to be replaced. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Check for current leakage at the nurse call system communication connections. Warning: a communication cable must be used for beds that have nurse call. Failure to do could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the sidecomm board to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the nurse call was not calling to nurse station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).